Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that a quantity of 15 rt236 infant dual heated with evaqua breathing circuits failed the pressure test on a servo-I ventilator. This was noticed before use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Device manufacture date: quantity: 7 lot #: 100608 manufacture date: 06/08/2010; 2, 100614; 06/14/2010; 1, 100504; 05/04/2010; 5, not provided; lot number not provided. Method: of the 15 reported complaint rt236 infant breathing circuit kits, 10 were returned to fph (B)(4) for investigation. Six of the returned breathing circuit kits (five with lot number 100608 and one with lot number 10054) were received unsealed. No lot number was provided for the other four breathing circuit kits that were returned loose and mixed in a box. All returned breathing circuits were visually inspected for damage and pressure tested for leaks. Results: no physical damage was observed with the returned breathing circuits. The pressure test revealed that all 10 swivel y-piece components were outside the required specification. Upon submersion in a water bath leaks were detected around the swivel y-piece components. A lot check revealed no other complaints of this nature for lot number 100504. A lot check revealed six other complaints of this nature for lot number 100608. A lot check revealed one other complaint of this nature for lot number 100614. Conclusion: the leak was caused by an insufficient seal between the two parts of the swivel y-piece that are held together by a snap-fit. All breathing circuits are pressure tested during production and those that fail are rejected. This suggests the leak developed post production. (B)(4).

Manufacturer narrative:
(B)(4). The rt236 infant dual-heated evaqua breathing circuits have only recently been returned to fisher & paykel healthcare and are currently being investigated. We will provide a follow-up report once we have completed our investigation.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that a quantity of 15 rt236 infant dual heated with evaqua breathing circuits failed the pressure test on a servo-I ventilator. This was noticed before use on a patient. No patient consequence was reported.